Event description:
A balloon ruptured on the first inflation at its rated burst pressure during a superficial femoral angioplasty procedure. Another MFR's balloon catheter was used to successfully complete the procedure without patient complications. The device has been destroyed by the user facility. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was also indicated this device was inflated to and ruptured at its rated burst pressure which co believes may have contributed to this event. However, without evaluating the device, co's unable to determine the exact cause for this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."